Event description:
It was reported that the patient was scheduled to have her vns generator replaced because the patient indicated "it is not working at all." Progress notes indicated that the physician previously felt in (B)(6) 2011 that the patient should have her generator replaced due to the length of implant however, the patient opted not to at that time. The generator reportedly did not indicate it was at end of service at that time. The physician was not able to confirm if the generator battery is currently depleted because the patient had not been seen for evaluation since (B)(6) 2011. The patient is reported as now experiencing more seizures and does not feel any stimulation from the device. A battery life calculation estimates the generator is likely at, near, or past end of service. Surgery to replace the patient's generator is likely. The physician does not have any additional information at this time since the patient has not yet been seen.

Event description:
Additional information was received indicating the generator was not able to be interrogated at the surgery due to generator end of service. Diagnostics following generator replacement were normal at 1338 ohms. The explanted generator was returned and underwent analysis. The generator was confirmed to be at end of service. Otherwise, the generator performed to specifications and no anomalies were found. Additional information was received indicating the increased seizures and stimulation not perceived are believed to be due to the increased seizures. The relationship of the increased seizures to the pre-vns baseline is unknown. No trauma or manipulation was reported. No causal or contributory medication changes, programming changes, or other factors were noted.